Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed on 09/27/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed on 09/27/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hty; jdr; mbi; hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Event description: it was reported by the affiliate that during an unknown procedure on (B)(6) 2019. The surgeon was not able to insert the milagro inscr small size 6 x 23 to the targeted location and aborted the insertion. Device was brand new and it was the first time been used when this issue occurred. Surgeon completed the insertion with a replacement with no surgical delayed. No patient consequence was reported. No additional information provided. This report is 1 of 1 for (B)(4).